Event description:
Per oos, this lead was removed due to an insulation failure. This lead was replaced with another linox sd 65/16, also removed was a setrox s 45, MDR 1028232-2008-01103, also for insulation failure.